Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited sensed r-wave oversensing. The suspected cause of this event was cross-talking interference. Programming changes were made to address this issue. The patient was stable and did not experience any symptoms or consequences.